Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured obturator tip. Based on the condition of the returned unit, it is likely that the reported event was caused by a material abnormality, which occurred during the manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic roux-en-y. Event description: "upon entering patient's fascia, resident noted difficulty advancing and pulled out to find tip cracked off". Length of time device was in use was 5 min. Person using the device when it failed was dr. [Name]. No patient injury occurred. Additional information receive from applied medical acct. Mgr. Via e-mail on july 22nd, 2019: no pieces fell into the patient. No other devices were used at the time of the breakage. Intervention: no pieces fell into the patient. No intervention required. The case was completed. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic roux-en-y. Event description: "upon entering patient's fascia, resident noted difficulty advancing and pulled out to find tip cracked off". Length of time device was in use was 5 min. Person using the device when it failed was dr. [Name]. No patient injury occurred. Additional information receive from applied medical acct. Mgr. Via e-mail on july 22nd, 2019: no pieces fell into the patient. No other devices were used at the time of the breakage. Intervention: no pieces fell into the patient. No intervention required. The case was completed. Patient status: no patient injury occurred.